Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a procedure performed for hemostasis in the duodenum. According to the complainant, the injection gold probe device would not cauterize. The device was removed, and another injection gold probe device was used to complete the procedure. No damage was noted to the device, and it was not tested prior to placing down the scope into the patient. The same equipment was used with the second injection goild probe used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. A functional evaluation was performed and the needle extended and retracted normally, after actuation of the handle. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. After performing the product analysis, the device is within specifications. Product analysis could not confirm the deficiency reported by the customer. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a procedure performed for hemostasis in the duodenum.according to the complainant, the injection gold probe device would not cauterize. The device was removed, and another injection gold probe device was used to complete the procedure. No damage was noted to the device, and it was not tested prior to placing down the scope into the patient. The same equipment was used with the second injection goild probe used to complete the procedure.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.